Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
During t2 tibia nail surgery, the surgeon tried to tighten nail holding screw, and assemble nail to the nail adapter. However, the nail holding screw stuck inside the nail adapter while the nail holding screw was being tightened. And the surgeon was not able to remove the nail from nail adapter. Therefore, the surgeon changed the nail to another size nail, and he inserted the nail into the pt bone by using the universal rod. The proximal screw of the nail and distal screw of the nail were inserted by using the lucent drill and surgery was completed. The surgeon requested the investigation of the event.